Manufacturer narrative:
On 4th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, a visual inspection showed a significant portion of hydrogel was observed to be missing over the sensor's optics and the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The in-house testing of sensor was inconclusive due to the missing hydrogel over the optics.a review of the in vivo state data revealed instability in the signal channel. This most likely contributed to the inaccuracies observed by the user. The potential root cause for this failure mode may be related to an issue with the in vivo state of the sensor hydrogel. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 04 may 2025. D9 device available for evaluation? Yes on 28 feb 2025. G3.date received by the manufacturer? 04 may 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.